Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had white foreign matter on the tip when the package was open. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Received a total of 160 units of which 3 (3 catheter-adapter assemblies and 3 needle-barrel assemblies) were received with no packaging material, 20 were received within sealed packages and inside a plastic bag and 137 were within sealed packages and inside dispensers. All sealed packages contents were intact. DHR review shows the lot number was built/packaged on afa line 11 from 18jan2017 thru 22jan2017. Review disclosed one no-related qn (200674367 ¿ cracked adapter) was initiated during the build of this lot and disposition, root cause and corrective actions were applied per quality control plan. All other required challenge samples, set-up and in process testing was performed and passed per specifications. The units received for evaluation did not revealed any manufacturing related damage that would contribute to the failure experienced by the customer. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter had white foreign matter on the tip when the package was open. There was no report of exposure, serious injury or medical intervention.